Manufacturer narrative:
The field service engineer (fse) discovered the differential lyse line disconnected at shear valve #85 port. The fse also observed a clog in the differential sample line to the mixing chamber. The fse replaced the lyse line to shear valve #85, cleaned the shear valve, and replaced the differential sample tubing to the mixing chamber to resolve the issues. Service activity was verified per established procedures. The unit conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported offset system error message and approximately one fourth cup of diluent and blood fluid leaked under the instrument and on the counter involving the coulter lh 750 hematology analyzer. The customer was troubleshooting for the offset system error and observed the fluid leak. No patient sample was analyzed during the fluid the leak. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.